Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer logged into hardware test application (hta) and found tower door 6 indicated as open despite being closed; reseated the latch wire harness with no change, replaced all four latches on doors 5 - 8 with new style latches and rebooted, but the latches began clicking and opening on their own while the right-side door board was not detected. The fse shut down the device, replaced the door board, and rebooted successfully to the medstation application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 6 failed and required maintenance, which located on cw2a. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.